Event description:
The event occurred on an unspecified date and involved an ndehp pe-lined plum 0.2flt-sl. The customer reported a leaking chemotherapy line due to a suspected defect with the IV tubing. It was noted that the leak occurred from the filter. The tubing and the drug were replaced, and therapy was resumed. Although there was patient involvement there was no reported adverse event/human harm, or medical intervention required. This captures the fourth of four events reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.